Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain:pelvic') in an adult female patient who had essure (batch no. 827301-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test.". The patient's medical history included obesity and parity 6 ((B)(6) 1994, (B)(6) 1998, (B)(6) 2009, (B)(6) 2001, (B)(6) 2006, (B)(6) 2008). Concurrent conditions included diabetes mellitus, depression, asthma, anxiety, anemia, endometriosis and paratubal cyst. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced fungal infection ("infection (other) describe: yeast"). In 2014, the patient experienced hypersensitivity ("hypersensitivity\allergic reaction") and migraine ("migraines / headaches"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),chronic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy: (rash/skin condition, hypersensitivity),"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, dermatitis allergic, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, hormone level abnormal, headache, nausea, hypersensitivity, fungal infection and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, hormone level abnormal, hypersensitivity, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: current weight 245 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Lot number reported (827301) -not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-oct-2021: quality safety evaluation of product technical complaint. We received a not valid lot number. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure (batch no. 827301-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test." The patient's medical history included obesity and parity 6 ((B)(6)). Concurrent conditions included diabetes mellitus, depression, asthma, anxiety, anemia, endometriosis and paratubal cyst. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced fungal infection ("infection (other) describe: yeast"). In 2014, the patient experienced hypersensitivity ("hypersensitivity/ allergic reaction") and migraine ("migraines / headaches"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),chronic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy: (rash/ skin condition, hypersensitivity),"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, dermatitis allergic, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, hormone level abnormal, headache, nausea, hypersensitivity, fungal infection and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, hormone level abnormal, hypersensitivity, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Case became serious incident as essure removal was done. Reporter and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.